Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage test was performed and failed. Performed search for share log data and transmitter error found on the issue date. The complaint was confirmed determined because a transmitter error on issue date. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device showed a transmitter failed error. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of a transmitter failed error. A root cause could not be determined via data.